Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6m vicm5_12.6 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to glare/haloes and lens dislocation/subluxation. The problem was not resolved. Reportedly, "one size up and it was fixed, vertically, but at the time of examination the day after surgery, it was rotated and fixed horizontally and still deviated downward." The cause of the event was reported as patient related factor - "suspected ciliary band fragility due to trauma."